Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h4, h6, h11. Corrected: d2b, d4 (catalog number, expiration date), g4. The reported event was confirmed through medical records. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: extensive synovitis, likely bursitis, possible metallosis. Scar tissue on external surface of the fascia lata, noted defect. Resected scar tissue and synovitis. Path report ¿ chronic inflammatory changes, no infection. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial left hip arthroplasty and was subsequently revised approximately 2 years and 11 months post-implantation due synovitis/metallosis, cup and head were well fixed, explanted and patient was converted to tha with competitor products. It was reported that no further information is available.